Event description:
It was reported that the device stopped rotating. A 2.1mm jetstream xc catheter was selected for an atherectomy procedure in the brachial anatomy. During the procedure, the device stopped working. The procedure was completed with another jetstream xc catheter. No patient complications were reported. It was initially reported that the device stopped working during the procedure, but it was further reported that the device failed to prime during preparation and wasn't used inside the body. The patient did great post-procedure.

Event description:
It was reported that the device stopped rotating. A 2.1mm jetstream xc catheter was selected for an atherectomy procedure in the brachial anatomy. During the procedure, the device stopped working. The procedure was completed with another jetstream xc catheter. No patient complications were reported.